Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 220cc's. The facility examined the dialyzer and membranes were found to be separated. The arterial port lines were clamped and the machine was pulled from service. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.